Event description:
Per information provided: (B)(6) 2005 - patient was diagnosed with incarceration right inguinal hernia and pantaloon type right inguinal hernia thereby underwent open repair with the implant of perfix plug (device 1 & device 2). Per operative notes, ¿an incision was made in just lateral to the right pubic tubercle. Direct and indirect hernia sacs were dissected off. An extra-large perfix plug (device 1) was placed in the direct space, preperitoneal space. The plug was deployed as a preperitoneal patch and secure it with suture. A large perfix plug (device 2) was placed into the indirect sac on the floor of the inguinal ring floor and sutured.¿ (B)(6) 2018 - patient was diagnosed with right groin pain, nerve damage, adhesion thereby underwent open repair with explant of perfix plug (device 1 & device 2) and implant of synthetic mesh. Per operative notes, ¿all adhesions were taken down. Previously placed perfix plug (device 1 & device 2) was crumpled. Perfix plug (device 1 & device 2) was removed from the inguinal ring floor. A synthetic mesh was placed into the inguinal floor with tackers.¿

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the perfix plug (device 2). An additional supplemental emdr was submitted to represent the perfix plug (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.